Event description:
It was reported that when using the bd pyxis¿ es server patient profile not shown in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A technical support specialist (tss) dialed into the server and ran the sitedown query, noting the last successfully processed xml. Checked the cce, which showed no disconnected flag. Deployed package to restart the cce service, but no xml was sent over. Contacted the customer and advised that the issue might be related to the medhost system, and the customer agreed to engage their support team. Ran the sitedown query again and confirmed the last successfully processed xml time was current. Called the customer back to inform them the medhost system was restored, and the customer validated that the order was now showing up. Customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.